Manufacturer narrative:
(B)(4): a f/u report will be submitted once the investigation is complete.

Event description:
The customer reported the ventilator has low flow. The customer reported the device was in use, but there was no pt harm reported.

Manufacturer narrative:
The manufacturer¿s contact person address is (B)(4). The customer did not provide philips with repair data.